Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of up to 300 mg/dl without symptoms suggestive of hyperglycemia. This reported bg elevation does not meet animas¿ criteria of a reportable adverse event. The reporter stated that patient¿s bg began to elevate after an ¿oscillating¿ noise was noted coming from the pump during the prime step. The reporter stated the pump is still able to prime despite the noise. The reporter voiced concern that the pump was not delivering as intended since the noise began. The patient has discontinued insulin pump therapy and begun on a backup plan because they have lost confidence in the operation of the pump. The reporter was unwilling to troubleshoot the pump during the call.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/07/2013 with the following results:unable to duplicate the complaint during the investigation. No defect was found. A rewind, load and prime sequence was performed with no abnormal sounds during prime or motor errors from the pump. There are no alarms related to the complaint in the alarm history; no motor alarms were observed. No evidence of debris found in cartridge compartment. Pump cover was removed; no evidence of debris or contamination was found on the lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.